Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked and the leakage during the syringe usage.

Event description:
It was reported that during use of the bd emerald¿ syringe with needle there was a leak in the syringe, making it impossible to use it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd emerald¿ syringe with needle there was a leak in the syringe, making it impossible to use it.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that during use of the bd emerald¿ syringe with needle there was a leak in the syringe, making it impossible to use it.